Event description:
It was reported that the patient presented in remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited sensing noise and r-wave amp variation. No intervention was performed. The patient will continue to be monitored.